Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, philips has completed a good-faith effort to get further information regarding patient and procedure outcomes. However, the customer had not provided the requested information. The problem was intermittent, so users could finish the procedure by trying to expose it again. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to exposure intermittently. Fse reviewed system log files and generator logs, and found the error that in low dose mode, the tube and generator current were unable. Upon troubleshooting, fse found this case was a reoccurrence complaint. Previously, for the ¿no radiation emitted" issue, fse replaced the converter. For the "x-ray intermittent problem, fse replaced the converter again and switch tank. For the fluoroscopy failed issue, fse replaced the kv-ma board. For the present issue. Upon further troubleshooting, fse measured the small focus current, and found it exceeded the limit. To resolve the issue, fse replaced the x-ray tube. The defective x-ray tube was returned to philips for failure analysis and the cause of the failure was found to be the x-ray tube was blown small filament. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system had intermittent exposure issue. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.